Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (highest bg level near 400 mg/dl). The customer administered manual injections to address bg level. During the time of the call, the customer's bg level was 302 mg/dl. System check was performed with tandem technical support and no issues were identified. Customer was referred to health care provider for possible factors that may affect bg levels.